Event description:
Reporter indicated that the pt had their device removed due to an infection. No other info was provided regarding the issue. Attempts for further info regarding the issue, and to have the explanted devices returned for analysis, have been unsuccessful to date.